Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-41459.

Event description:
It was reported the customer had a prime anomaly. Customer stated insulin was squirting out during the manual prime process. Troubleshooting found a no delivery alarm in the alarm history. It was also found insulin was exiting after the customer releases their act button. The customer's blood glucose was 400 mg/dl. It was also found the customer was unable to successfully prime their infusion set at the end of the call. Customer's drive support cap appeared to be normal. Customer's blood glucose was 296 mg/dl at the end of the call. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.